Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement indicator (eri). Attempts to clear the indicator were unsuccessful. The physician elected to explant the ipg.